Event description:
It was reported that the unit started to smoke and the battery was melted/corroded.

Event description:
It was reported that the unit started to smoke and the battery was melted/corroded.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. Based on the condition and visual inspection of the unit, we can consider the reported failure mode confirmed. The device history records could not be reviewed since the lot number is unknown. During the visual inspection of the unit, it was observed that one of the batteries had signs of saline solution residues. Some of the contacts had signs of saline solution and battery acid leakage typical of when batteries/contacts are shorted out by saline solution. The unit came disassembled and with the cables/tubing cut. When the batteries were replaced the unit passed functional testing. The short circuit was determined to be most likely saline solution ingression through the top of the pump unit that entered the battery compartment and shorted the batteries/contacts thus creating smoke. The most likely contributing factor/root cause is either saline solution leakage at or near the spike of the saline bag due to spike/saline bag leakage or tubing leakage. This was also determined because of the corrosion and saline solution residue signs. Since the motor did not show any saline solution, the solution entry point must have been through the pumps' top holes. In sum, the product was returned for investigation and the reported failure mode can be considered confirmed. The failure mode will be monitored for future reoccurrence.